Event description:
The recipient is reportedly experiencing decreased performance. External equipment was exchanged and programing adjustments were made, however the issue did not resolve. The recipient has granulation in the ear canal and was prescribed an ointment (type unknown). It is believed the recipient may have ossification of the cochlea.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's granulation has resolved and was not believed to be device related. However, the recipient is still experiencing poor performance. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made and improvement was noted. The recipient is using the device. The recipient will be followed per center's protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.